Event description:
(B)(6) 2009, I was washing windows at home. The ladder tipped over, I fell approx. 4' and shattered my left hip. Aid car came and took me to hosp. On (B)(6) 2009, they installed a metal on metal hip. Hosp report says it is a depuy trilock hip. Drs notes say it is a summit pinnacle metal on metal articulation. After the hip was installed it was always painful. Dr kept sending me for physical therapy. It continued to get more painful. It was a burning fire in my hip and groin area. The physical therapist said I was in trouble. He told me to go see another orthopaedic surgeon. After talking with me, he said he was sure I was allergic to the metal. He referred me to an allergy specialist, who did intradermal skin testing. I had positive reactions to cobalt, chromium, titanium, nickel, and aluminium. The dr who had put in the hip had referred me to a dr (B)(6). He did a serum cobalt blood test. I had a very elevated level of cobalt in my blood. On (B)(6) 2010, this same dr removed the cobalt ball and cobalt liner and replaced it with a ceramic ball and plastic liner. When he opened up my hip there was a lot of black dead tissue and three tumors, which he removed. When I came to it was as if the fire had been removed. I was up and walking within a few hrs. It felt great. About three months later, I started having groin pain and hip pain when load bearing. The hip area is very sensitive to even touch, and has that burning again. Dr did not know what to do. I went to my primary dr, she yelled at me saying that there is nothing wrong with my hip. I was referred to a pain specialist. He said I was not crazy. She had put in my chart that I had munchhausen's. At this point, I am very frustrated. I am ready to have the leg taken off. I also have a zimmer next gen lcck left knee with the cobalt in it. It has always been painful since it was put in. Therapy (B)(6) 2009 thru (B)(6) 2011.